Event description:
A user facility reported an intraocular lens (iol) was exchanged due to the pt's vision was overcorrected. In a follow up, the surgeon reported the event resolved following the lens exchange. The surgeon reported that prior to the exchange, the pt reported constant blurry vision. The surgeon reported the use of an unapproved viscoelastic during the original implant procedure.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The lens was returned in a specimen cup. Solution with blood is dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. Additional info was provided which indicated an approved cartridge and handpiece were used; however, an unapproved viscoelastic was used. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional info was requested on 12/23/2011 and 01/09/2012 by phone, fax, and mail. A completed questionnaire was received on 01/12/2012. (B)(4).